Manufacturer narrative:
(B)(4).

Event description:
(B)(6), rn, contacted technical services to report myopotential inhibition on an ICD that triggered nsrvo on merlin.net. It was reported that non-sustained rv oversensing due to myopotential oversensing was observed on a merlin.net transmission. Review of the transmission showed low level, high frequency noise that was inhibiting pacing. Myopotential oversensing was suspected and programming changes were recommended.